Event description:
It was reported that during hospitalization 24 hours post-stenting of the totally occluded, heavily calcified left anterior descending artery with a 3.5 x 23 mm xience v, the patient experienced heavy chest pain and a total occlusion of the stented site. The thrombus was removed using a non-abbott balloon and a second 3.5 x 23 mm xience v stent was deployed in the ramus interventricular anterior artery (riva) with partial overlap of the previously placed xience v stent. There was no reported clinically significant delay in the procedure due to the device. The patient was reported as doing fine post procedure. All available information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. There was no reported product deficiency. The reported angina and thrombosis are listed in the xience instructions for use as a known adverse patient event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.